Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Main printed circuit board and encoder flex out of electrical specification. Battery drawer broken. Battery contacts compressed. Lead flex cover contaminated. Ring cover and two side bail covers broken. Upper and lower cases broken. The ring is missing.

Event description:
It was reported the anesthesia department tech stated unit "keeps shutting off during use". It was also reported there was no patient injury as the device was replaced. Problem could not be duplicated. It was further reported the device was broken. The device was returned for checkout/repair. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.